Event description:
The customer reported poor image quality - unreadable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the brightness amplifier to be defective. (B) (4).